Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced due to a loss of telemetry. The explanted ipg was not returned to the MFR for analysis. F/u on the pt found no further issues reported.